Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 03/31/2025. An investigation was conducted on 04/03/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000442955 history record review was completed. There were (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 bisector did not deliver energy to the tissue. They were attempting to do the bisecting portion of the procedure doing the anterior fasciotomy and the device would not deliver energy to the tissue. Harvester did not test device on wet lap sponge prior to stating procedure. There was a short delay in the procedure as the team tried several troubleshooting options. First they replaced the extension cord, then the adapter and finally the generator. None of these attempts were successful in getting device to work. Then team opened another hemapro kit and this device worked properly using the same vh equipment the other kit did not work with. There was a short delay of procedure during troubleshooting. No injury or harm to patient during this event.